Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient¿s implantable cardioverter defibrillator (ICD) was unable to be interrogated using radio frequency (rf) telemetry. The patient was asymptomatic. The ICD was reset and rf telemetry was functioning. The patient was stable throughout procedure.